Event description:
Caller reported an issue with incorrect time settings on their device, causing a time discrepancy greater than 5 minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring the situation, recommending follow-up if the time discrepancy recurs. Caller understood and acknowledged the advice.